Manufacturer narrative:
De-cased meter and performed visual inspection. Observed burn mark on mcu. Extended investigation was performed, and it was determined pin6 was damaged, which indicates the meter likely overheated while connected to a universal serial bus (usb) power cable . The returned meters mcu was replaced with a known good mcu and the meter powered on as expected. Pqe attempted to charge a known good neo meter using a non-approved usb cable. The known good meter was observed to have the same burn marks appear on the mcu as well as a damaged pin 6 which was also exhibited by the returned meter. The known good meter manifested the same symptoms as the returned meter when a non-approved usb cable was used. Adc determined that the returned meter was unable to power on due to the customer using a non-approved usb charging cable. Issue is therefore not confirmed due to use.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.